Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was hospitalized due to non-diabetes related issues. Customer's wife reported that the customer had been experiencing high blood glucose levels up to 479 mg/dl, which the caller performed a set change and treated for. Caller also reported that the customer also experienced a high blood glucose level of 368 mg/dl and reported that he was in pain at this time. The caller also mentioned that the insulin pump's screen had some damage. The insulin pump will not be replaced and the caller will not return it for analysis.